Manufacturer narrative:
The investigation summary was completed on 12-sep-2021. It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto® 3 system. There was a map shift during the procedure. They had a full fast anatomical mapping of the left atrium and they had ablated. They thought they were done with the case and they were removing catheters from the patient. They induced tachycardia again and when they went back in with the pentaray catheter and the ablation catheter there was a map shift. The were no map shift errors displayed on the carto 3 system. They made a new map of the left atrium and continued the case with the new map. There was no error. It was discovered after seeing the pentaray catheter did not line up with the previous map and was showing up outside the fast anatomical mapping. The issue was seen during mapping- after we had ablated. The approximate difference in catheter location before and after map shift was approximately 13 mm. There was no cardioversion, and it did not appear the patient moved. The biosense webster inc. Field representative confirmed with the biosense webster, inc. Representative that the case was completed with no issues after the map shift with the new map and the system is operational. Reported issue was investigated by device manufacturer. The data related to reported issue was provided to the device manufacturer. It was found that the reported map shift was a result of a patient movement seen on the chest patch combined with mapping with high metal levels on the catheters. The history of customer complaints reported during the last year associated with carto 3 system # 12610 was reviewed. There are no additional complaints is similar to reported issue. A manufacturing record evaluation was performed for the system # 12610, and no internal action related to the reported complaint condition were identified. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number:(B)(4).

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number:(B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto® 3 system and a map shift occurred with no error message, no patient movement and no cardioversion. There was a map shift during the procedure. They had a full fast anatomical mapping of the left atrium and they had ablated. They thought they were done with the case and they were removing catheters from the patient. They induced tachycardia again and when they went back in with the pentaray catheter and the ablation catheter there was a map shift. The were no map shift errors displayed on the carto 3 system. They made a new map of the left atrium and continued the case with the new map. There was no error. It was discovered after seeing the pentaray catheter did not line up with the previous map and was showing up outside the fast anatomical mapping. The issue was seen during mapping- after we had ablated. The approximate difference in catheter location before and after map shift was approximately 13 mm. There was no cardioversion, and it did not appear the patient moved. The map shift with no error message, no patient movement and no cardioversion was assessed as a MDR reportable malfunction.